Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and found medium alarm displayed: cannot start pump air in line. A review of 12 month service history was performed. The device was visually inspected. The customer allegation can be replicated the report error by testing in mu mode and probable cause was air detector sensor. Replaced air detector sensor to resolve report error. This device passed all functional tests after the repair.

Event description:
It was found during investigation of a returned pump that air detector was defected. There was no patient involvement.